Manufacturer narrative:
This report is being supplemented to provide a correction to d4 of the initial medwatch. The UDI should be (B)(4).

Event description:
As reported, the device did not cauterize when activated and there was the 'regrasp' code several times. Devices reinstalled repeatedly and no coagulation". The issue occurred during a therapeutic procedure. The user replaced the device and switched to a tb-0520fc (thunderbeat ) device with no issue . The intended procedure was completed with no patient harm, no impact . No user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device was received with the jaws open, lock on. A visual inspection indicates that there are minor dried tissues on jaw consistent with use. The jaw symmetry is balanced, no damage was noted. The jaw was fully wide opening, and the jaw aperture measurement was taken inside the first teeth of the jaw, measured at .290¿¿ (standard is .300¿ +/- .100¿) which is acceptable. The jaw mesh is aligned as first point of contact for the jaws is at the front teeth of the top and bottom jaw; this is consistent with standard. The insulation of the jaw legs and flare are normal. The blade was tested multiple times and did cut the dental dam without a problem. The lock function works as designed and the shaft is straight. To perform functional testing, the device was plugged into the test generator esg-400; the generator displayed the correct default setting pk coag 100 /eff.3. Observed that the device did have sufficient energy at the jaws when the blue button was activated, and it did cauterize a double folded piece of saline soaked tissue without error ¿regrasp¿ code happened during activation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the ¿regrasp¿ error message occurred if the device activated with a thin tissue between the jaws causing metal to metal contact. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor field performance for this device.